Event description:
Customer reported a malfunction code on their pump; however, there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue appeared again.